Event description:
It was reported that the surgeon inserted a 24.50 diopter cc4204bf collamer plate lens and the trailing haptic was torn by the foam tip plunger. There was no patient injury. Surgery was completed with another lens.